Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and was torn during implantation. When the lens was removed, the incision as enlarged. There were no other patient injuries. It was used during surgery, but the lot numbers were unknown.